Manufacturer narrative:
The user facility responded and steris has scheduled in-service for (B)(4), 2012.

Event description:
The user facility reported that the reliance synergy washer door had not closed completely. An employee tried to close the door via the control panel; however, the door did not close. The employee then tried to lift the door with his right hand manually and the door began to close, hitting the employee's finger. The employee subject of the reported event self-treated by applying over the counter antiseptic cream. The facility reported he is fine with no sustaining injuries and he returned to work the following day.

Manufacturer narrative:
A steris service technician inspected the washer and found the door safety bar was loose and was missing a screw and a spring which hold the bar in place. The technician reattached the screw and spring and returned the washer to service. The washer is under steris service contract and last received preventive maintenance on 6/4/2012 when it was found to be operating to specification and the door safety bar was functioning properly. The operator manual states (pp. 1-1): "warning personal injury hazard: risk of pinch point between door and upper panel. Do not push on top portion of doors; do not push on door when door is rising; do not push on door when door is jammed." Steris offered in-service on the proper use and operation of the washer and the user facility has not responded.